Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Medical records were received. Revision operative report indicates that the patient was revised to address loosening of the acetabular component and fluid collection in the joint.